Event description:
It was reported "guidewire got stuck and sheared, vascath insertion abandoned. " the device was removed and replaced. Therapy was delayed but there was no harm to the patient. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "guidewire got stuck and sheared, vascath insertion abandoned." The device was removed and replaced. Therapy was delayed but there was no harm to the patient. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned an unraveled guidewire, inserted through a 2-lumen hemodialysis catheter. Signs of use were observed inside the catheter body and on the guidewire. Visual examination revealed the guidewire was unraveled near the proximal weld and was kinked or distorted at multiple points along the body. The j-bend appeared misshapen but remained intact. Microscopic examination confirmed the unraveling and showed that the core wire had unraveled to the proximal weld. The coil wire had exhibiting stretching and separation from the main core wire. Additional analysis revealed that both the distal and proximal welds were full and spherical. The kinks on the guide wire measured 29.1mm, 32.5mm , 35.7mm,39.8mm and 41.5mm from proximal tip. The unraveled core wire measured 686 mm in length which is within the specification of 678mm-688mm per guide wire product drawing. The outside diameter of the guide wire measured 0.855mm which is within the specification limits of 0.838mm-0.877mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". The guide wire was inserted through a lab inventory 12f catheter. The undamaged portion passed through with no resistance. Resistance was encountered at the location of the kinking and unraveling. A manual tug test confirmed that the distal weld was intact. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional and dimensional requirements. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.